Event description:
The customer contact reported the pt received more medication than intended. On an unspecified date and time, the device was programmed to deliver morphine 1mg/ml, in the pca only mode, with a 1mg pca dose, a 6 minute patient lockout, and a 7.5mg 1 hours does limit. On (B)(6) 2013 at 1843, a new 30ml vial was installed and an unspecified amount of shift total was cleared. At that time, the nurse reported that the device displayed indicated that 7.3ml had been delivered, however; only 6ml was expected to have been delivered. At 1944, it was reported that the device display indicated 1ml had been delivered, however; 3ml was missing from the vial. It was reported that 27ml was remaining in the vial instead do the expected 29ml. During night shift, the customer reported that the device was monitored by the nurse and noted the device infused as programmed. At 0730, the nurse noted that the display indicated 4ml had been delivered, however; 5ml was missing from the vial. At 0801, it was reported by physician discontinued by pca therapy. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2013 between 0123 and 0126, 8.3mg shift total was cleared, there was 1 check vial alarm, 1 check injector alarm, 1 check syringe alarm, morphine 1mg/ml was confirmed, previous settings were retained, the device was programmed in the pca only mode, with a 1mg pca dose, a 6 min pca lockout, a 30mg 4 hr dose limit, settings were confirmed, door was opened and locked twice. Between 0127 and 0636 on (B)(6) 2013, there were 31 pt initiated deliveries, 3 unmet demands, there were 4 mg, 17mg, and 3mg shift totals cleared, door was opened and locked 6 times, 4 door open alarms, one empty syringe alarm, a 0.3mg partial pt initiated delivery, and a new day stamp. Between 0639 and 0645, door was opened and locked twice, 4 check vial alarms, 2 check syringe alarm, 2 check injector alarms, previous settings were retained, morphine 1mg/ml was confirmed, settings were confirmed, and a 7.3mg shift total was cleared. Between 0746 and 0804, the door was opened 7 times, locked 6 times, there were 3 check vial alarms, 3 check syringe alarms, 1 check injector alarm, 1 check settings alarm, previous settings were retained, morphine 1mg/ml was confirmed, settings were confirmed, there were five 1mg pt initiated deliveries, one unmet demand, 1mg, 4mg and 0mg shift totals cleared, 5 door open alarms, and a new day stamp, and the device was powered off. A review of the history indicates that the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.